Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the blade was exposed. The jaws had dried blood and eschar, which obstructed the blade channel. The unit was disassembled and engineering observed that the blade was damaged. Based on the condition of the returned unit, the event unit was unable to cut due to the damaged blade. Applied medical is unable to determine the root cause of the damage to the blade based on the evaluation of the returned unit and the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is a combined initial and follow-up report.

Event description:
Procedure: lavh. Halfway through the case the jaws of the device would no longer open when the handles were moved. At the time, the jaws of the device were closed on tissue. The surgical staff had to use their hands to open up the jaws. No damage was caused to the tissue as a result of this event. After this event, the jaws would not move when the handles were moved. Device was used to complete the case. No patient injury. Patient status: no patient injury.